Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), that a wire had become dislodged from the electrode pad. Clinician indicated that another set of electrode pads were tried with the same results. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.